Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring three or more times on device. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, while technical support arranged pump replacement under warranty, confirmed shipping details, instructed customer to place old pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.